Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that blood was backing up into the patients j-loop and that a puddle of fluid was found on the floor by the IV pole. The clinician noticed that one of the port caps of the 5-port IV tubing was missing, this is where it appeared that fluid was leaking out. The IV fluid was stopped and clamped. New IV tubing was used and flushed before restarting. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed and replicated. Visual inspection of the primary set observed that one of the set¿s smartsite y-body valves was missing it¿s white female luer adaptor and its blue piston. Evidence of welding was observed at the location where the white female luer adaptor was at one time attached to the smartsite body. Functional and pressure testing was performed; a leak at the location of the missing smartsite components was observed. Additional functional testing confirmed that when the location of the missing smartsite components were covered up, fluid flowed completely through the set and no occlusions or leaks were observed. The primary set primed completely. The root cause of the missing smartsite components was identified as a manufacturing issue.